Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one end of the fill port tubing of a 2000ml exactamix eva tpn bag was not inside the primary container. The was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the port cap was removed and top end of the fill port tubing detached from the inside of the bag and protruding outside in back of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.